Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose in the low 50 mg/dl range at the time of the incident. The customer was at 155 mg/dl around the time of the call. The customer used food and was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer and their doctor believe the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had another low event of 51 mg/dl on (B)(6) 2019. The customer was using a competitor's sensor system. The insulin pump and reservoir will be returned for analysis.